Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as there was no data in the carelink reports for the last 90 days. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc"field. After a thorough investigation the software support team confirmed the patient last uploaded on mar 28th and then uploaded on aug 3rd. The upload on aug 3rd can only backfill' pump data from june 10th. This is expected scenario as the pump cannot hold data more than a certain time period. The most likely root cause is the upload on aug 3rd could not backfill' the entire data gap. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the patient last uploaded on mar 28th and then uploaded on aug 3rd. The upload on aug 3rd can only backfill' pump data from june 10th. This is expected scenario. Please ask the patient to upload at least once in three months. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.